Event description:
2 of 2 report. It was reported that during the use of a bd vacutainer® ultratouch¿ push button blood collection set, three (3) units were discovered with split in the tubing during use. No adverse patient or user impact was reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection e1: initial reporter address: (B)(6). Investigation summary: bd did not receive any samples or photos for investigation. Therefore, ten retained samples were visually inspected, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged - hole in product, while bd did not confirm this complaint for the indicated failure mode of damaged tubing/hole in product, bd has initiated further root cause investigation relating to the issue through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.